Event description:
The ligasure exact hand piece gave an error code when opened and plugged into the generator. Another hand piece was opened and it functioned as expected. Manufacturer provided returns good authorization number with packaging.